Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was not detected on the bus. A field service engineer confirmed that the issue was resolved by the customer, so the work order got cancelled. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using then bd pyxis¿ medstation¿ es, the drawer had failed. The customer reported that the malfunction occurred while the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.